Event description:
Device 1 of 2: reference MFR. Report#: 1627487-2019-03460. It was reported that the patient was experiencing uncomfortable stimulation. X-rays showed no abnormalities and reprogramming was unsuccessful. Surgical intervention was undertaken on (B)(6) 2019 wherein the entire system was explanted.